Manufacturer narrative:
Device evaluation summary: one medfusion pump was returned for analysis in used condition. Visual inspection of the pump found that the top case was chipped and cracked and also the right plunger was damaged. The review of device history log identified that there was a motor not running error in history functional testing included flow test. Customer stated problem was verified during flow test. Upon further investigation it was found that the main board was not seated onto the extrusion grove, looked to be knocked loose or assembled wrong. The reported issue was caused by the customer's incorrect assembly of the device. Reference the "parts replacement" section of the medfusion technical service manual for instructions on proper assembly of the medfusion pump.

Event description:
It was reported that the device had a "motor failure" error. No known adverse effects to patient.